Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 475 mg/dl and was in diabetic ketoacidosis. The customer attempted to deliver a bolus via the pump. Reportedly, the customer's ketone level of 4.6 was considered life-threatening by the healthcare provider (hcp). The customer went to the emergency room (ER) for treatment. Intravenous (IV) saline, vomiting medication, potassium, pepcid, and tylenol were administered. Subsequently, the customer was hospitalized. The customer declined to provide further information regarding the hospitalization. Reportedly, the customer adjusted pump settings for the auto-off safety feature.